Event description:
It was reported that the patient with this pacemaker experienced multiple syncopal episodes. As a result during one of those episodes, the patient fell and hit their head. Upon further review of device data, loss of capture (loc) on the right ventricular (rv) lead was suspected. Additionally, the electrocardiogram showed a heart rate in the 20 beats per minute (bpm). Boston scientific technical services (ts) was consulted and recommended to reach out to cardiology for further evaluation. Additional information was received that a revision procedure was performed and this right ventricular (rv) lead was surgically abandoned and replaced due to a fracture. No additional adverse patient effects were reported.